Manufacturer narrative:
(B)(4). A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed in which there were no alarms or problem that occurred. Valve actuation test passed. The load cell value and verification were within tolerance. The reported symptoms were not confirmed with testing. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that a patient experienced drain issues during treatment. The patient completed treatment with manual exchanges. No patient complications were reported. (B)(6). The report drain volume of 5394ml was 270% over the expected drain volume in drain one, and the reported drain volume of 9697ml was 485% over the expected drain volume in drain three which resulted in a reportable device malfunction.